Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed occurrences of "ECG lead failure", which would prevent the device from on demand pacing until the ECG cabe connection was resolved by the user. This is not an indication of a device failure, but an indication of a poor connection between the ECG electrode pads and the patient's skin, between the ECG electrode pads and the device or an issue with the ECG cable itself. The ECG cable was tested and passed with no discrepancies found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year old female patient, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.